Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds. The lead was surgically abandoned and a new one was placed. No further adverse events were reported.